Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.

Event description:
It was reported that a patient had a triathlon knee implant ex-planted. It is further reported that the patient had knee replacement surgery in 2008. It is further reported that the patient was diagnosed with an infection at the surgical site (infection type and infection diagnosis date to be confirmed). It is further reported that the patient underwent further surgery approx two months later, to remove infected tissue and wash the wound site. It is further reported that the implants were ex-planted the following month, and the patient is currently in a taylor spatial frame.